Manufacturer narrative:
On 5/25/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A visual inspection of the device was conducted upon return, and the catheter rocker arm was found to be missing. As a result, follow up was performed, and some additional information was made available: there was no difficulty removing the catheter from the patient that could have caused the missing component. The rocker arm was intact prior to and after the procedure, and the staff was responsible for sending it back for analysis. This finding is not MDR reportable as potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure for atrial fibrillation/atrial flutter under anesthesia with a thermocool smarttouch bi-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected upon receipt, and the rocker arm was found detached from the handle. Visual inspection confirmed that welding marks were present on the device, indicating proper assembly of the rocker arm. The catheter was evaluated for carto 3 system performance, and was recognized with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was subjected to a screening test, which passed. The force feature was working properly, and the force values were within specification. The catheter was tested for electrical performance and stockert compatibility, and was found within specifications. A deflection test was performed, which the catheter passed. The catheter failed the irrigation test. Further investigation revealed that the irrigation tubing was folded at the tip transition. A rocker arm from another catheter was used to perform the functional tests. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters wit this type of damage from leaving the facility. The customer complaint cannot be confirmed. Per the biosense webster representative¿s response, the root cause of the rocker arm detachment and the folded irrigation tubing could be related to the handling of the product. This damage was not initially observed prior to device return, and there is evidence that they irrigation was successfully conducted during the mapping phase of the procedure. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: carto 3 system, model # m-4800-01, s/n: (B)(4); smartablate generator, model # m-4900-07, s/n: (B)(4); smartablate pump, model # m-4900-08, s/n: (B)(4); lasso nav variable eco catheter, model # d-1343-01-s, lot # 17467690l; bwi coronary sinus catheter, model and lot numbers unknown; baylis medical transseptal needle, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation/atrial flutter under anesthesia with a thermocool smarttouch bi-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, while cannulating the coronary sinus, a tamponade was confirmed via ultrasound. Pericardiocentesis yielded an unspecified amount of fluid. Patient required extended hospitalization (one additional day) for recovery and monitoring as a result of the adverse event. Patient fully recovered. It was noted that the patient did not move while under anesthesia. Factors cited that may have contributed to the adverse event include the patient¿s coronary sinus anatomy. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related and possibly occurred during cannulation of the coronary sinus with the smarttouch catheter. Transseptal puncture was performed with a baylis medical transseptal needle. Sheath brand is unknown. Generator parameters and settings at the time of injury were not reported. Overall ablation time and last ablation cycle time at the site of injury were not reported, as there was no ablation performed in the coronary sinus. Irrigated catheter flow was set at 2ml/min during mapping. Patient received anticoagulant during the procedure with an activated clotting time maintained at 300 seconds. There is no information regarding spi value. Pressure (unspecified) ranged from 15-50 (units unspecified). Smarttouch catheter was in close proximity to the bwi coronary sinus catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no issues noted with hardware or disposable products. There were no error messages reported on any bwi equipment during the procedure.